Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred on a bd insyte¿ autoguard¿ shielded IV catheter after retracting the needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: DHR review was conducted and disclosed the following: lot 7353647; was built on afa line 8 on 19dec2017 through 27dec2017 and packaged on line 9 for the quantity of (B)(4). DHR review disclosed no indication of the alleged defect as it was noted that were 2 non-related qns and no related reject activity findings throughout the build of this lot that would impact upon the quality of the product in relation to the defect as noted in the pir. Other than the inspections for which 1 of the 2 qns noted above was initiated for and addressed, all other required challenge samples, set-up and in process samples including (but not limited to) leak testing during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: relationship of device to the reported incident: indeterminate comment: units not provided for investigation of the incident stated in the pir.

Event description:
It was reported that leakage occurred on a bd insyte¿ autoguard¿ shielded IV catheter after retracting the needle. There was no report of exposure, injury, or medical intervention.